Event description:
The customer contact reported a tubing separation. The pt was receiving a blood transfusion. After an unspecified length of time in use, the tubing separated from the distal end of the cassette. The tubing set was replaced and the transfusion was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.